Manufacturer narrative:
Despite multiple attempts, no additional information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) fell on two occasions and sustained head trauma during one of the falls and had been seen in the emergency room. It was unknown if the patient had lost consciousness. A patient family member contacted boston scientific technical services (ts) to request review of a recent remote interrogation. Ts referred the patient family member to the patient's physician to obtain interrogation data. The product remains implanted and in service. No additional adverse patient effects were reported.